Event description:
The #8 shiley dct tracheostomy tube outer cannula separated from the hub and the neck flange disloging the inner cannula. Trach had to be emergency replaced. This same type of incident occurred with shiley #6 dct tracheostomy tube in late 2006 and with the #8 dct in 2008. Both were previously reported to the manufacturer and the FDA through med watch. Dates of use: 2008, 6.75 hours. Diagnosis or reason for use: chronic respiratory failure.